Manufacturer narrative:
Concomitant medical product: c4tr01 ipg ,implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling intermittent stimulation in the device pocket. It was determined that the left ventricular (lv) lead was causing stimulation in the device pocket. The lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.